Event description:
Patient arrived to outside hospital emergency room with lvad alarming to connect black power cable lead to power. Black power cable noted with multiple broken and exposed wires. Log files sent to abbott. Controller exchanged.